Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A medical doctor reported the silicone infusion line's metal fitting does not snap fit into the trocar cannula. The customer also reported that when the silicone line is pulled, it separates from the trocar cannula. There was no pt impact reported. Additional info has been requested.